Event description:
A hospital in (B)(6) reported to our distributor that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a ventilator due to a fault with the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(4) 2012 with a follow up due upon completion of our investigation. Due to an error the initial report was submitted via the (B)(4). Please consider this our initial/final report for this complaint. Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a hole in the expiratory limb approximately 34cm from the proximal connector. A lot check revealed no other complaints of this nature for lot number 120802. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production facility. Any breathing circuits that fail are rejected. This suggests that the leak developed post production. The identified hole in the expiratory limb was most likely caused by a scratch or puncture by a blunt object. (B)(4). The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).